Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise and oversensing on the ventricular channel. Boston scientific technical services (ts) was consulted and suspected these issues resulted in pacing inhibition greater than two seconds. The involved lead is a non boston scientific product. Ts recommended further testing. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise and oversensing on the ventricular channel. Boston scientific technical services (ts) was consulted and suspected these issues resulted in pacing inhibition greater than two seconds. The involved lead is a non boston scientific product. Ts recommended further testing. Further information was received that this device was explanted and replaced. The non boston scientific right ventricular (rv) lead was explanted and the physician was not able to insert the new rv lead into this device, therefore, it was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise and oversensing on the ventricular channel. Boston scientific technical services (ts) was consulted and suspected these issues resulted in pacing inhibition greater than two seconds. The involved lead is a non boston scientific product. Ts recommended further testing. Further information was received that this device was explanted and replaced. The non boston scientific right ventricular (rv) lead was explanted and the physician was not able to insert the new rv lead into this device, therefore, it was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.